Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified left superficial femoral artery. After a non bsc guide wire crossed the lesion, a 3mmx40mmx146cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at a low pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.